Event description:
Report received from the USA stating that the device experienced "tear in the anspach hose." It is known that device was being used during surgery however no pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "tear in the anspach hose" was confirmed. During svc, the device's pre-repair diagnostic assessment noted "cut in hose." If additional info becomes available a supplemental report will be submitted. (B)(4).